Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture; baker grade unknown, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and was presented with generalized illness (joint pain, extreme fatigued, stomach issues, extreme bad anxiety, pain in upper back and through the chest, burning in the breast area during working out, decrease in vision and hearing, skin rashes, and visible change in breast over time). Left side capsular contracture; baker grade unknown, and rupture was also reported. As a result, the both device were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 5/16/2018, mentor became aware of the race and ethnicity. Ethnicity is updated from "blank" to "not hispanic/latino" as per additional information received. Race is updated from "blank" to "white" as per additional information received. On (B)(6) 2019, mentor became aware that the doi was incorrectly reported. The correct doi is (B)(6) 2009. Manufacturer¿s reference number: (B)(4).